Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device system was explanted due to an infection located in the device pocket. The patient was hospitalized after the procedure for continued monitoring. Future treatment plans for this patient are to implant a non-boston scientific device at a later date. No additional adverse patient effects were reported.